Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of failed battery test. The customer states the device randomly fails, even after inserting a new battery. The customer's blood glucose level at the time was 167mg/dl. Troubleshoot was conducted, and the customer received a blank display during troubleshoot. The screen did not return. The customer was advised to discontinue use of the device, and that it would be replaced. The customer declined to return their current insulin pump.